Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "a 20 gauge 10cm edc catheter was being inserted into the right basilic vein for venous access per nursing request. The edc wire was checked and patent prior to inserting catheter. Access was obtained, needle and insertion mechanism was pulled out per procedure, and the safety lock did not engage over sharp." No other information was provided.